Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe was not able to be securely connected to valve with a bd plastipak¿ 20ml syringe luer-lok¿. This was discover prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: mounting a non-return valve on a bd syringe, valve which screws in the vacuum, never tightens completely. Declaration made also to the laboratory manufacturer the valve.

Event description:
It was reported that syringe was not able to be securely connected to valve with a bd plastipak¿ 20ml syringe luer-lok¿. This was discover prior to use. The following information was provided by the initial reporter, translated from french to english: mounting a non-return valve on a bd syringe, valve which screws in the vacuum, never tightens completely. Declaration made also to the laboratory manufacturer the valve.

Manufacturer narrative:
H.6. Investigation summary: two samples connected to a non-return valve were provided to our quality engineer for investigation. Upon visually inspecting the product, no damage or molding defect was observed that could have contributed to the reported incident. A device history review was performed for reported lot 1904266, no deviations or non-conformances related to this issue were identified during the manufacturing process. Both syringes returned were connected to the non-return valve without issue. Tip and thread verification tests are performed within the manufacturing environment according to procedure. Results of both the testing completed during manufacturing and on the samples received, verified the product was within specification. Based on the available information, we are not able to determine a root cause related to the manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. Since no manufacturing defect has been found in samples received and they meet iso594 specification, the root cause of the alleged defect cannot be determined. The probable root cause can be related to a bad connection by user. H3 other text : see section h.10.